Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall a week ago and indicated they were having to charge their ins more often then before. No symptoms were reported.